Event description:
New information notes that further episodes of non-sustained oversensing with elevated t-waves were observed programming changes were made and patient will be followed up normally.

Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. The implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was observed on the electrograms. Programming changes were made to the device; no induction test was performed. No additional information was available.